Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and, based upon the log data, confirmed the reported complaint. The software and gas bench were updated, then the device passed all tests and was returned to use. During the display of the triangle error message, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 that the display unit displayed a triangle error message during use. The clinician rebooted the device then performed the checkout procedure, where all tests passed. The case was finished without issue. No injury was reported as a result of this event.